Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4): the device was returned, analyzed and analysis of the device revealed high battery impedance.

Event description:
It was reported that the device reached elective replacement indicator after three years post-implant. The device was explanted and replaced. No patient complications have been reported as a result of this event.